Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify how the clips "did not fire correctly"? Were there any patient consequences? If yes, please describe.

Event description:
The clips have not fired correctly and on clip has crossed over on itself. Action: alternative unit given to complete surgery.

Manufacturer narrative:
(B)(4). Batch # p94h3t. Upon visual inspection of the picture, what appears to be a er320 clip is observed, it appears to be malformed. However, no conclusion could be reached as to the cause of the reported incident. The photos do not provide enough evidence to determine root cause. Refer to physical analysis for details on investigation. The analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found with no damage. In addition, 1 malformed clip and 1 unformed clip inside a plastic bag. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 5 clips as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: nurse unit manager provided with photo. Nurse unit manager has indicated that as much information as was available was included in the source data. Unable to provide any further information.